Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin on demand transmission from the emergency room. Device interrogation at the hospital revealed loss of capture on the right ventricular (rv) lead. On (B)(6) 2021, the rv lead was capped and replaced. The generator was also upgraded during the procedure. The patient condition was stable.